Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Additional information: h6 - method code: 4117 has been updated to 4114. H6 - conclusions code: 61 has been updated to 18.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge the ipg as recommended. As such, the ipg became inoperable and patient lost therapy. Surgical intervention may take place to address the issue.